Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, investigation findings, investigation conclusion, component failure).

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusion).

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e2, e3, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: h6 (health effect impact codes). A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse confirmed that the helium access door cover was cracked. An order for the part was placed, but it is currently on backorder. The fse powered on the system in service mode to review the error log. Errors #58 and #77 were observed. The fse restarted the system in clinical mode and verified that the unit was able to perform the autofill process without issue. The fse could not duplicate the overheating issue. The all manifold test was performed and passed without issues. The fse replaced the compressor, muffler <100 micron , and threaded probe temperature sensor as a precaution. The unit was restarted and allowed to operate. There were no errors during testing. The unit was calibrated. All functional and safety tests passed per factory specifications. The iabp was returned to the customer. The following investigation was performed by technician of the maquet failure analysis and testing dept.(fat) wayne, nj the failure analysis and testing dept. Received part number 0119-00-0236 and 0206-00-0734 with a reported unit failure of an overheating issue. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Pn 0206-00-0734 came up with an overheating alarm immediately. Confirmed the reported issue but no root cause identified. Part number 0119-00-0236 had no failures found. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Root cause 1: cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient contributing cause 4: temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling.

Event description:
Na.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected fields: h6 (component code, investigation findings , investigation conclusion, medical device problem code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse confirmed that the helium access door cover was cracked. An order for the part was placed, but it is currently on backorder. The fse powered on the system in service mode to review the error log. Errors #58 and # 77 were observed. The fse restarted the system in clinical mode and verified that the unit was able to perform the autofill process without issue. The fse could not duplicate the overheating issue. The all manifold test was performed and passed without issues. The fse replaced the compressor (0119-00-0236), muffler <100 micron (0103-00-0499), and threaded probe temperature sensor (0206-00-0734) as a precaution. The unit was restarted and allowed to operate. There were no errors during testing. The unit was calibrated. All functional and safety tests passed per factory specifications. The iabp was returned to the customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 14 feb 2025. The failure analysis and testing dept. Received part number 0119-00-0236 and 0206-00-0734 with a reported unit failure of an overheating issue. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Pn 0206-00-0734 came up with an overheating alarm immediately. Confirmed the reported issue but no root cause identified. Part number 0119-00-0236 had no failures found. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. Scroll compressor based on the device evaluation, the failure mode for the scroll compressor was not confirmed as there were no non-conformances identified. Threaded probe temperature sensor CAPA 826093 was opened to address system over temperature alarms. The CAPA points to the following root cause: cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient with one of the contributed causes of temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling the most probable root cause for the broken helium cover is physical damage due to a user error expected wear and tear.

Event description:
It was reported that cardiosave iabp had helium cover broken due to overheating . There was no patient involvement and no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.